Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use, the tool mark indicator and the blockage mark indicator were not working. No health consequences to the patient were reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. The customer's reported problem was verified by functional testing. After turning on the power, the unit will blow air, but upon pressing the temperature setting button, an alarm will sound during heating and operation will stop. The cause is unknown. The hose itself was checked, but no breaks or abnormalities in the thermistor resistance were found. The hose was replaced to correct the issue. The device passed all functional tests after repair.